Manufacturer narrative:
(B)(4). The lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced halo and glare after implanting model zxr00 tecnis multifocal iol (intraocular lens) in her right eye (od). Patient has also expressed concern that her near vision was not good. Furthermore, patient was diagnosed with dry eye on (B)(6) 2018. As a result, she has been receiving treatment with eye drops, artificial tears. Through follow-up communication, patient''s symptoms were first noticed on (B)(6) 2018 and yag (yttrium aluminum garnet) laser was also performed on (B)(6) 2018. A follow-up medical appointment in 6 months was scheduled. Patient can come in sooner, unless any change in vision. Patient's current status: patient's vision in od without correction = 20/25, j-6, intermediate 20/32 refraction od -0.25 +0.50 x055 20/20+. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and the patient revealed that three weeks post implantation of the symfony lens in her right eye, she experienced huge halos while driving at night. She also complained of not having achieved the expected visual outcome. Reportedly, the patient canceled the implantation of another symfony lens in her left eye and went with a standard lens instead (model and diopter unknown). The patient commented that there is a negligible difference between the two eyes in mid to close range. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc.has been submitted.